Event description:
It was reported that the programmer generated an error message. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there was an error message at boot up. It was also noted that the stylus would not select and the device would not print.